Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient wanted someone to come to her home at assisted living and help her turn her stimulation back on as she had to turn it off due to sharp shooting electrical pain on the right side of their body "shooting all the way down to their right leg." The patient was redirected to their managing physician as they will need to facilitate the appointment for the patient with the representative. There was stated to be no change in therapy related to positional movement. The patient stated they were unable to sleep "or anything and" turned off the ins. It was stated the patient was feeling much better today but was not able to turn on stimulation as their hand was shaking so bad. The patient stated they lived in assisted living, but they would not touch the patient programmer (pp). No further symptoms or complications were reported or anticipated with this event.